Event description:
Libre 3 sensor failed within hours of install for reading glucose level. Three out of four replacement failed. Followed instructions with help line and they still fail. I¿m not the only one online complaint with same issue are numerous. This failure could lead to not know of a high or low fatal glucose reading. At a (B)(6) monthly co pay. This device needs to be investigated. Its principal is good its quality is junk. Reference reports: mw5164368, mw5164370.